Event description:
It is reported that during a screw removal, the screw was stuck in the plate and subsequently fractured upon an attempt to remove the screw from the plate. The surgeon could not completely remove the screw from the plate and decided to remove both the screw and the plate from the wound.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Dimensions taken are within specification. The 3.5mm locking screw is seized in the hole indicated on the distal lateral fibular plate and scratches and heavy gouges are on the plate. The screw exhibits major damage around the head and hex feature, positive i.d. Of the etch is not possible. Some corrosion is exhibited around the damaged area of both devices. This device is used for treatment. A product history search was conducted for the plate and screw. The search identified no additional complaints for the same lot. The search also identified no other complaints for these devices for a same or a similar issue. A definitive root cause cannot be determined with the information provided. This report is number 2 of 2 mdrs filed for the same patient (reference 1822565-2016-04248).